Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 240 hours in situ. Replacement was required. No incident related medical sequela was reported.